Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), high thresholds were observed after cutting the tether. A second leadless ipg was attempted but thresholds were high in multiple locations. The leadless ipg was not used and a transvenous system was implant. No patient complications have been reported as a result of this event.